Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. Therefore, the investigation is confirmed for the reported failure to advance, fracture and stretched. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. The catalog number identified has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f products are identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 1806060j implantable port allegedly experienced failure to advance, fracture and stretched. The information was received from a single source. This malfunction involved one patient with no patient consequences. Patients' age, weight and gender were not provided.